Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that patient has issue with bent cannula on (B)(6) 2026.the patient experienced high blood glucose for greater than four hours and treated with pen.the insertion site was arm.the infusion set was in use for one day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.